Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. Visual summary analysis of the lead was performed. The device was returned but analysis could not be performed due to legal restrictions. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. The 419388 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and they came to the emergency room. It was noted that there was an alert for right ventricular (rv) lead noise and oversensing. The patient was dependent and had collapsed due to no capture on the rv lead. It was further noted that the rv lead was fractured and that the patient had fallen and had suffered from a brain bleed due to the fractured lead. It was also reported that the implantable cardioverter defibrillator (ICD)&#513;d premature battery depletion. Reprogramming was initially performed and later the rv lead and ICD were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.